Event description:
It was determined that the patient had passed away, as indicated by an online obituary. The patient passed away on (B)(6) 2004 in a hospital. Based on the limited available information about the patient's death, an internal classification has determined that the death may be possible sudep. Attempts for additional pertinent information have been unsuccessful to date.

Event description:
The discharge summary of the treating hospital was received and reviewed. The patient was admitted to the hospital on (B)(6) 2004 with an initial diagnosis of status epilepticus. Over the course of the inpatient stay, the patient initially responded to treatment, but then had further seizure activity. He developed respiratory distress and was transferred to the ICU. The patient's condition did not improve, and the caregivers and providers made a decision to provide comfort measures only. The patient subsequently passed away. The patient's death certificate was received and reviewed. The immediate cause of death was listed as status epilepticus. This was accompanied by respiratory distress and hypotension. Other significant conditions contributing to death but not resulting in underlying cause are spastic cerebral palsy with unretractable seizure disorder and mental retardation. An internal classification has determined that the patient's death is unlikely to be sudep. Review of internal programming history showed that the last available device diagnostics at the time of review were within normal limits, and it was predicted the generator would not yet be at end of service at the time of death. No additional pertinent information has been received to date.